Event description:
Patient's one touch ii meter was reported to have no power. The battery was replaced by the patient, but the issue persisted. Lifescan tried to contact the patient for more info, but the patient is on vacation. Lifescan will be following up with the reporter to contact the patient for more info. Per the initial info provided by the reporter, the patient was admitted to the hosp for loosing consciousness and given "treatment possibly due to the meter". There is no further info provided regarding the hosp visit. No further info about the treatment given to the patient. Also, there are no blood glucose reading provided. Due to the insufficient info, this case is reported as a meter malfunction since the power issue was not resolved with troubleshooting.